Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device type: location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included night sweats, poor sleep, fatigue and weight gain. Previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included menorrhagia and ovarian cyst nos. Concomitant products included famotidine since 2014, hydrochlorothiazide (hydrochorothiazide) since 2014, levonorgestrel (mirena) from 2008 to 2012 and montelukast since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovaries pain"), vaginal haemorrhage ("abnormal bleeding/spotting") and complication of device removal ("complications from your essure removal procedure only one device was recovered in the tissue removed."). The patient was treated with antibiotics and surgery (bilateral salpingectomy on (B)(6) 2016). At the time of the report, the device expulsion and complication of device removal outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, adnexa uteri pain and vaginal haemorrhage had resolved. The reporter considered adnexa uteri pain, complication of device removal, device expulsion, dysmenorrhoea, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2013. On (B)(6) 2016 - during removal surgery of the essure coil could not locate one of them and I was advised to go get an x-ray in which confirmed that the essure coil had migrated into my uterus . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: essure devices in place. Pelvic pain lot number: b60745 manufacture date: 2013-08 expiration date: 2016-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device type: location of device: uterus') in a 45-year-old female patient who had essure (batch no. B60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure used in conjunction with ablation" on (B)(6) 2013. The patient's medical history included night sweats, poor sleep, fatigue and weight gain. Previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included menorrhagia and ovarian cyst nos. Concomitant products included famotidine since 2014, hydrochlorothiazide (hydrochorothiazide) since 2014, levonorgestrel (mirena) from 2008 to 2012 and montelukast since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding/spotting"), adnexa uteri pain ("ovaries pain") and complication of device removal ("complications from your essure removal procedure only one device was recovered in the tissue removed."). The patient was treated with antibiotics and surgery (laparoscopy. Bilateral salpingectomy with cornual resection and repair, diagnostic hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menorrhagia and complication of device removal outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, vaginal haemorrhage and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, complication of device removal, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2013, (B)(6) 2013. On (B)(6) 2016 - during removal surgery of the essure coil could not locate one of them and I was advised to go get an x-ray in which confirmed that the essure coil had migrated into my uterus. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: essure devices in place. Lot number: b60745 manufacture date: 2013-08 expiration date: 2016-08. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, and pelvic pain. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device type: location of device: uterus') in a 45-year-old female patient who had essure (batch no. B60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure used in conjunction with ablation" on (B)(6) 2013. The patient's medical history included night sweats, poor sleep, fatigue and weight gain. Previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included menorrhagia and ovarian cyst nos. Concomitant products included famotidine since 2014, hydrochlorothiazide (hydrochorothiazide) since 2014, levonorgestrel (mirena) from 2008 to 2012 and montelukast since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding/spotting"), adnexa uteri pain ("ovaries pain") and complication of device removal ("complications from your essure removal procedure only one device was recovered in the tissue removed."). The patient was treated with antibiotics and surgery (laparoscopy. Bilateral salpingectomy with cornual resection and repair, diagnostic hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menorrhagia and complication of device removal outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, vaginal haemorrhage and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, complication of device removal, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2013,(B)(6) 2013. On (B)(6) 2016 - during removal surgery of the essure coil could not locate one of them and I was advised to go get an x-ray in which confirmed that the essure coil had migrated into my uterus. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: essure devices in place. Lot number: b60745, manufacture date: 2013-08, expiration date: 2016-08. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, and pelvic pain. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device type: location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included night sweats, poor sleep, fatigue and weight gain. Previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included menorrhagia and ovarian cyst nos. Concomitant products included famotidine since 2014, hydrochlorothiazide (hydrochlorothiazide) since 2014, levonorgestrel (mirena) from 2008 to 2012 and montelukast since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding/spotting"), adnexa uteri pain ("ovaries pain") and complication of device removal ("complications from your essure removal procedure only one device was recovered in the tissue removed."). The patient was treated with antibiotics and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menorrhagia and complication of device removal outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, vaginal haemorrhage and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, complication of device removal, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2013. On (B)(6) 2016 - during removal surgery of the essure coil could not locate one of them and I was advised to go get an x-ray in which confirmed that the essure coil had migrated into my uterus. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: essure devices in place. Lot number: b60745, manufacture date: 2013-08, expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : new event " menorrhagia (heavy menstrual bleeding)" added. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device type: location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included night sweats, poor sleep, fatigue and weight gain. Previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included menorrhagia and ovarian cyst. Concomitant products included famotidine since 2014, hydrochlorothiazide (hydrochlorothiazide) since 2014, levonorgestrel (mirena) from 2008 to 2012 and montelukast since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovaries pain"), vaginal haemorrhage ("abnormal bleeding/spotting") and complication of device removal ("complications from your essure removal procedure only one device was recovered in the tissue removed."). The patient was treated with antibiotics and surgery (bilateral salpingectomy on (B)(6) 2016). At the time of the report, the device expulsion and complication of device removal outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, adnexa uteri pain and vaginal haemorrhage had resolved. The reporter considered adnexa uteri pain, complication of device removal, device expulsion, dysmenorrhoea, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2013, (B)(6) 2013. On (B)(6) 2016 - during removal surgery of the essure coil could not locate one of them and I was advised to go get an x-ray in which confirmed that the essure coil had migrated into my uterus . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: essure devices in place. Pelvic pain. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs&me received reporter information, lot no was added. Case become incident injury nos replaced by new event migration of essure device type location of device: uterus, dysmenorrhea (cramping), pelvic pain female, genital bleeding, ovaries pain, spotting, complication of device removal. Severity added pelvic pain, ovaries pain. Outcome added genital bleeding, spotting, , dysmenorrhea (cramping), pelvic pain, ovaries pain. Concomitant, historical drugs, medical history and lab test was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.